Event description:
The patient was concerned as it took her 2.5 hours to charge the battery 25%. She was getting 3-4 coupling bars. Additional information indicated that the system was removed. Further information is being requested from the hcp.

Manufacturer narrative:
(B)(4).